Event description:
It was reported that prior to surgery a motor device had "insulation pulled away from the hand piece and the wires were exposed". The planned surgical procedure was completed without delay as a spare device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. The reported complaint that the outer hose detached from the motor was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.